Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a nailing of left femur procedure, the femoral nail was inserted and while drilling the hole of the pfna blade, the tip of the reamer snapped off in the femoral head. The surgeon attempted to remove the fragment but was unable to. The decision was made to change the nail type and continued with the procedure. The procedure was prolonged by approximately an hour. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specification. The fracture face is homogenous which indicates material conformity. At the coupling piece of the reamer are clearly visible wear marks, which indicates that this was an often and intense used instrument. The exact cause of this occurrence cannot be defined, we can only assume that the breakage was caused by a blunt instrument and, or an excessive metallic contact. CAPA 136 had been opened and dco 024446 was issued and the material of the device had been changed.